Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: only use u-100 insulins in your pump. Only u100 humalog and novolog have been tested and found to be compatible for use with the pump. The use of insulin with lower or higher concentration insulin may cause over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 325 mg/dl. During troubleshooting with tandem technical support (cts) it was discovered apidra insulin was used within the cartridge. Cts educated customer that apidra insulin is off label per the user guide. Reportedly, the customer continues to use the pump for insulin therapy.